Manufacturer narrative:
Block h6: patient code e1302 captures the reportable event of bleeding during exercise. Patient code e2006 captures the reportable event of a mesh in the patients' bladder. Impact code f1903 captures the reportable event of device explantation.

Event description:
It was reported that following the implantation of the advantage fit system, the patient experienced hematuria when exercising. A cystoscopy was performed; in which the presence of mesh in the bladder was revealed. As a result, the sling was removed. There were no further patient complications reported.